Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 29mm sapien 3 valve, in aortic position by transfemoral approach. During procedure, the first 16f esheath could not be inserted. After withdrawal, it was observed that esheath distal tip was damaged. A second 16f esheath+ was placed with a lunderquist wire but could not be inserted either. After withdrawal, it was observed that second esheath distal tip was damaged. It was decided to use a 26mm kit due to access difficulties and the patient was successfully treated with a 26mm sapien 3 ultra valve. The patient did not suffer any injury. As per medical opinion, the root cause of this event was access vessel calcification. As per pre-decontamination evaluation, it was observed that the distal tip of the first esheath was split.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Esheath liner unexpanded and esheath distal tip split. Imagery was provided from the site and revealed the following: minimal luminal diameter 8.7mm and calcifications in the right iliac artery. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During manufacturing, the device undergoes multiple inspections. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Edwards also provides guidance and instructions on visualizing and assessing vasculature, device prep, and proper insertion techniques in the instructions for use (IFU) and training/refresher training materials, including adequate hydration of components, use of 0.035'' guidewire, and appropriate orientation of the esheath/esheath+ seam in the vasculature. Training materials also note that insertion push force can vary due to the angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to sheath insertion/advancement difficulty. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient and procedural factors such as calcified, tortuous, or undersized patient vasculature and/or a steep insertion angle can create a challenging pathway for sheath introduction. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, while undersized vessel diameters can constrain the sheath increasing friction and leading to higher push force. In addition, vessel tortuosity and a steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Inadequate or constrained patient access site can also cause difficulty and lead to the strain relief to catch onto the anatomy as it is advanced. As a result, the operator may apply excessive manipulation or increased push force to overcome the difficulty, which may lead to sheath tip damage. Furthermore, more than one of these factors can compound and further lead to difficulty during sheath introduction into patient anatomy and/or lead to consequential damage of the sheath. In this case, the complaints were confirmed. Investigation results suggest/indicate that patient factors (calcification) may have caused or contributed to the inability to introduce the sheath, while patient factors (calcification) and procedural factors (device manipulation) may have caused or contributed to the sheath distal tip split. No edwards defect or manufacturing non-conformance that would have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.